Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, by our edward lifesciences affiliate in spain, regarding 23mm sapien 3 ultra transcatheter heart valve procedure, during the procedure, a second 23mm sapien 3 ultra valve had to be implanted because one of the leaflets of the first valve implanted did not work. The patient was stable post procedure and with a good prognosis of recovery.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction and additional information from a product investigation. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 clinical code (from 4580 to 2501) device code (added 1250). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for valve deployment and position leaflet motion restricted and central were unable to be confirmed based on unavailability of medical records and/or provided imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information received the valve was presenting aortic insufficiency. Patient was experiencing low pressure and low cardiac output. The patient was stable post procedure and with a good prognosis of recovery.